Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for ise indirect na, k, ci for gen.2. Based on the data provided, the results for na and cl were erroneous. The erroneous results were reported outside of the laboratory. The initial na result was 125.30 mmol/l. The repeat result was 138.31 mmol/l. The initial cl result was 113.24 mmol/l. The repeat result was 95.77 mmol/l. The initial results were run on a cup prepared by the modular pre-analytics (mpa) system. The primary tube was used for the repeat results. No adverse event occurred. The na and cl electrode lot numbers and expiration dates were not provided. It was noted that the customer mentioned the presence of bubbles, but didn't specify where. A specific root cause could not be identified. Based on the information available for investigation, possible root causes for the discrepant results may be due to air in the sample channel, leakage current coming from waste or the use of an old and/or expired electrode.